Manufacturer narrative:
Upon further review, the reported event was reassessed and updated as 'inclusions' (1426 - material opacification) and the earlier event code 'foreign material loose' (1120 ¿ contamination) is no longer applicable. Therefore, this report is being submitted to provide the corrected data under MFR report number 3012236936-2023-02909. The following sections have been updated accordingly: section e1: reporter email address: (B)(6). Section h6: medical device problem code: 1426 - material opacification all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is during 2023. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the doctor that he implanted a tecnis eyhance toric simplicity intraocular lens (iol). Once the lens was in the eye, he noticed what he called a small plaque on the optic, (white spot). He was not sure what it is. The lens was left in the eye. He felt that it was outside of the patient's field of vision. He has a post-op visit on next day. Additional information received stated that the defect must have been that emulsion on the lens, because it¿s completely gone on next day during post-op examination. No further information is available.